Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt was experiencing fall-off failure on all electrodes. Upon eval, the u713 component was internally shorted. The cause of the non-functional ECG electrodes is the fall-off failure. The cause of the fall-off failure is the shorted u713 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective electrode belt.